Event description:
It was reported that a patient had a break in aseptic technique coincident with peritoneal dialysis (pd) therapy which caused peritonitis. The break in aseptic technique was further described as due to the patient ¿left her door open and didn¿t turn off the fan¿ (date unknown). The patient was not hospitalized for the event. The patient was treated for the peritonitis with fortaz, 4 gms (grams) intraperitoneally (ip), twice weekly, for 4 weeks and vancomycin 2 gms ip, twice weekly for 4 weeks. Antibiotic therapy was completed on an unknown date. Twenty six days after onset of the peritonitis, the patient was fully recovered. At the time of this report apd (automated pd) therapy was ongoing. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.